Event description:
It was reported that that shortly after this electrode was implanted a chest x ray showed it had migrated along the sternum. The patient was noted to have significant adipose tissue. Technical services (ts) was consulted, discussed concern of electrode moving more and possibility of system becoming unreliable. Ts discussed risks and physician discretion options. Subsequently the following day after implant the physician decided not to revise the lead and perform another defibrillation threshold (dft) test, which was successful with within range shock impedance measurements. The patient was discharged the same day and will continue to monitor the patient. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to field b2: outcomes attrib to adv event from section b adverse event or product problem.

Event description:
It was reported that that shortly after this electrode was implanted a chest x ray showed it had migrated along the sternum. The patient was noted to have significant adipose tissue. Technical services (ts) was consulted, discussed concern of electrode moving more and possibility of system becoming unreliable. Ts discussed risks and physician discretion options. Subsequently the following day after implant the physician decided not to revise the lead and perform another defibrillation threshold (dft) test, which was successful with within range shock impedance measurements. The patient was discharged the same day and will continue to monitor the patient. This electrode remains in service. No adverse patient effects were reported.